Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non sustained right ventricular oversensing; the implantable cardioverter defibrillator was post-paced t wave oversensing on the ventricular lead. The oversensing was noted on the stored electrograms. There was no therapy delivered during the episodes. Programming changes were made during follow up in clinic on (B)(6) 2017. The patient was reported to be stable before, during and after the changes.